Manufacturer narrative:
Hamilton medical ag complaint number: comp-(B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost alarm. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1: investigation outcome. On (B)(6) 2025, a ¿panel connection lost¿ alarm was reported. Hamilton medical ag received the logfiles of the device for analysis. Review of the event log confirmed multiple occurrences of alarm ¿panel connection lost¿ on (B)(6) 2025 (e.g., between 11:21 and 11:35) . No patient was involved. The connection cable between the screen and the vu was checked, and the vu esm was replaced. The device was tested after replacement and confirmed to be functioning properly. Hamilton medical ag consider this case closed.